Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet with a 23 in 6 mm contact detach infusion set and had 4.5 units of insulin on board; the user noted elevated glucose before and after breakfast for about three hours, confirmed insulin flow by bleeding the tubing, and reported no signs of site leakage, with glucose later stabilizing. Symptoms included high blood glucose without ketones and without acute complications. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included remote troubleshooting and education. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with no device alarm or confirmed infusion set failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.